Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during unpackaging of the 3.50x33mm xience skypoint stent delivery system (sds), the stent dislodged from the balloon when the catheter was removed from the packaging. Another 3.50x33mm xience skypoint was used to complete the procedure. There was no device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.